Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
An article/literature was received entitled "revision total knee arthroplasty with porous-coated metaphyseal sleeves provides radiographic ingrowth and stable fixation¿. Update 26 sep 2019. ¿revision total knee arthroplasty with porous-coated metaphyseal sleeves provides radiographic ingrowth and stable fixation¿ was reviewed for MDR reportability. The retrospective study was performed on 50 consecutive patients (79 sleeves¿49 tibial and 30 femoral) who underwent a mobile-bearing revision tka using a press-fit tibial and/or femoral metaphyseal sleeve from 2006 to 2008. A p.f.c sigma rotating platform tc3 revision knee and the lcs complete knee system for revision rotating platform knee systems were used. Both systems were combined with the m.b.t. Revision tray and metaphyseal sleeve. A depuy universal femoral metaphyseal sleeve was used in select patients based on an intraoperative assessment of femoral bone stock. It is noted specific patient identifiers nor specific revision information was provided. It is also unknown which knee systems (p.f.c. Or lcs) was involved with the specific adverse events listed below. Various number of augments were noted to be used in multiple knees while others were noted to not utilize any additional augments. The following adverse events were noted: 2 cases of aseptic loosening. 2 cases of post-operative infection. 3 cases of irrigation and debridement due to post-operative hematoma. 2 cases of wound necrosis. 1 case of loosening of the femoral component without sleeve. 1 case of tibial poly insert exchange due to instability. The first unknown knee implant represents a sleeve for loosening. The second unknown knee implant is being used to capture infection, hematoma, necrosis, and debridement. The femoral component will capture loosening. The tibial insert will capture instability.